Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.